Manufacturer narrative:
The company rep examined the system and confirmed the customer reported problem. The company rep replaced the host cpu (central processing unit), dvi (digital video interface) interface pcb (printed circuit board), footswitch cable, and display sub-arm assembly. The system was then tested and met product specifications. The replaced host cpu, dvi interface pcb, footswitch cable, and display sub-arm assembly are returning for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgery center administrator reported that during surgery, the unit shut down. There was a 20 min delay while troubleshooting and exchanging the system. The surgery was completed with no harm to the pt.